Manufacturer narrative:
The insulin pump did not have an unexpected restart alarm or external ram crc error alarm during testing. The device passed the unexpected restart alarm error test and self-test. The motor error alarm occurred during the basic occlusion test due to faulty force sensor resistor. The rewind, basic occlusion, occlusion, priming, excessive no delivery tests were all unable to be performed due to motor error alarm. The no delivery alarm and low reservoir alarm were unable to be verified due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the lcd window, scratches case, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call external ram crc error alarm, unexpected restart alarm and motor error alarm. Troubleshooting for unexpected restart alarm was performed. Customer advised when they replace the battery they receive the alarm. Customer advised when they press the esc button some of the settings get wiped out. Customer's alarm history showed multiple unexpected restart, external ram crc error, motor error and no delivery alarms. Troubleshooting for motor error alarm was performed. Customer was able to perform the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.